Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the incident was observed. Investigation conclusion: the sample sent by the customer was verified and it was possible observe safety shield missing. The incident identified from this complaint will be monitored for trend evaluation. Root cause description: na. Rationale: na.

Event description:
It was reported that the syringe solomed 3ml ll w/shld sla experienced damage/missing components when it was noted that "the syringe was without the safety lock."